Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with stroke-like symptoms. The patient had reported left-sided facial droop and left-sided weakness. The patient's international normalized ratio (inr) was subtherapeutic on admission, for which the patient was being bridged as an outpatient with enoxaparin. The patient was not on aspirin due to prior bleeding issues. The patient was on warfarin at home and remained on it, in addition to a heparin drip that was initiated while the patient was hospitalized. The patient was also started on a statin per neurology. A computerized tomography (CT) scan showed evidence of chronic infarcts in the bilateral occipital lobes, the right cerebellar lobe, the right basal ganglia, and the right corona radiata without evidence of acute infarct or hemorrhage. A computed tomography angiography (cta) scan showed 90 percent right m2 occlusion. A repeat head CT two days later was stable. It was reported the patient suffered a transient ischemic attack (tia) a result of subtherapeutic international normalized ratio (inr). The patient's neurological status returned to baseline with no deficits, and the patient was discharged home. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Additional information received indicated that the patient presented to the emergency room (ER) with stroke-like symptoms. The patient had reported left-sided facial droop and left-sided weakness. The patient's international normalized ratio (inr) was subtherapeutic on admission, for which the patient was being bridged as an outpatient with enoxaparin. The patient was not on aspirin due to prior bleeding issues. The patient was on warfarin at home and remained on it, in addition to a heparin drip that was initiated while the patient was hospitalized. The patient was also started on a statin per neurology. A computerized tomography (CT) scan showed evidence of chronic infarcts in the bilateral occipital lobes, the right cerebellar lobe, the right basal ganglia, and the right corona radiata without evidence of acute infarct or hemorrhage. A computed tomography angiography (cta) scan showed 90 percent right m2 occlusion. A repeat head CT two days later was stable. It was reported the patient suffered a transient ischemic attack (tia) a result of subtherapeutic international normalized ratio (inr). The patient's neurological status returned to baseline with no deficits, and the patient was discharged home. Based on the available information, there is no evidence to indicate that a device malfunction or perf ormance issue caused or contributed to the reported event. Per the hvad instructions for use, neurologic dysfunction is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological issues. Possible factors that may have led to this event include, but are not limited to, the patient¿s history of neurological issues, related comorbidities, including the presence of plaques, and/or issues related to the therapeutic use of anticoagulant and antiplatelet medications. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.